Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a0406 captures the reportable event of sidecar pushback.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used during an endoscopic retrograde cholangiopancreatography (ercp) with common bile duct lithotomy procedure performed on (B)(6) 2023. During the procedure, the tip of the device could not retract completely and could not be moved upwards along the guidewire. A picture of the device was provided by the customer which showed the side car rx tunnel pushed back. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a0406 captures the reportable event of sidecar pushback. Block h10 investigation results: the returned trapezoid rx basket was analyzed, and a visual inspection noted the side car rx was pushed back and the device contained remnants of use. A dimensional test was performed and confirmed the side car rx was pushed back approximately 5.0 mm, which is out of specification. No other issues were noted. The reported event was confirmed. Based on all available information, evidence suggests that the device was subjected to a level of stress at the time of use that resulted in pushing back the side car rx. Perhaps the manipulation, technique used, or patient's anatomical conditions could have contributed to the problem. Therefore, the most probable root cause for the reported event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used during an endoscopic retrograde cholangiopancreatography (ercp) with common bile duct lithotomy procedure performed on (B)(6) 2023. During the procedure, the tip of the device could not retract completely and could not be moved upwards along the guidewire. A picture of the device was provided by the customer which showed the side car rx tunnel pushed back. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.